Event description:
During an incident in 2003 involving a pt in respiratory and cardiac arrest, this unit displayed "monitoring/only" with defibrillation pads attached and would not analyze. The battery and electrode pads were changed and the pt's chest was shaved but the unit continued to display "monitoring only". The crew asked for the engine company's defibrillator and it did the same thing, displayed "monitoring only". CPR was continued until the paramedics arrived and took over pt care. The pt was pronounced with telemetry approval at the scene.